Manufacturer narrative:
(B)(4). D10 ¿ 110031010, 28mm i.d. 40mm o.d. Size d bearing, lot 66112247. G2 ¿ foreign ¿ japan. Visual examination of provided pictures identified a cup with scratches marks inside the cup. The external surface of the cup seems intact, there is no marks of cement. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported products were reviewed for compatibility, and it was determined that the following implants are not compatible: zb bearing and cup used in conjunction with a competitor stem and head. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent hip revision surgery ten months post initial implantation due to dislocation. The cup and bearing were explanted. Attempts have been made and no further information has been provided. Previously the event was reported under medwatch facility france - (B)(4).